Event description:
During an ICD replacement for bvvi, both leads were found to have multiple insulation breaks. The physician repaired both leads and re-used them with a new generator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.